Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34, serial#: (B)(6), ubd: 22-jun-2023, UDI#: (B)(4) image review: five media files, four images, and an infold questionnaire were provided for review. The patient summary was not provided for anatomical review, however, a perimeter of 86mm and lots of annular calcium was reported. One media file of the valve inspection was provided for review, and it is a good load with an overlap involving only 2 nodes. The event refers to a 34mm valve. A pre-implant balloon dilation was performed, and calcification can be seen on the angiographic image. There are no images showing the infold during deployment; however, the valve was recaptured, removed from the body, and deployed on a sterile table and the infold can be confirmed. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. The physician and the field team followed this practice. Product analysis: upon receipt of the suspect complaint device inside a heart valve return kit in clear 0.2% glutaraldehyde solution at medtronic¿s quality laboratory, visual analysis showed the valve appeared discolored with evidence of blood contact. All leaflets were flexible and appeared intact. All leaflets exhibited signs of creases; conditions resulting from the crimping and recapturing process. As received, all leaflets were partially open. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was subsequently deployed and appeared to exhibit complete dilation; no anomalies were observed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a preimplant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon (numed). The valve load appeared to be correct with no misload. The load was confirmed by visual, tactile and fluoroscopic methods, with three nodes involved with overlap. According to the physician, the calcification contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Product analysis: upon receipt of the suspect complaint dcs at medtronic¿s quality laboratory, visual analysis showed the handle app eared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule with slight resistance. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact with slight resistance when tested, but the tip of the capsule was often caught by the spindle attachment due to the bend in the capsule. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. The inner member shaft had a slight kink just distal to the spindle attachment, and also had a slight bend over its entire length. The reported event could be confirmed in the analysis. Conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Images of the valve were provided for review, however the images could not confirm a root cause for the dislodgement event. In this case it was reported that the patient presented with heavy calcification. This indicates that the probable cause of the dislodgement was patient anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. The subject dcs was returned to medtronic for review. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Resistance was encountered when using the deployment knob to retract the capsule. The device was returned coiled which can cause resistance in the system. A kink was observed in the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with no stylet in place to support the shaft, as was observed in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, in a patient with heavy calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon (numed). The valve load appeared to be correct with no misload. The load was confirmed by visual, tactile and fluoroscopic methods, with three nodes involved with overlap. During attempted implant, on the first deployment attempt, the valve moved slightly ventricular. An infold in the valve frame was then identified. The procedure was prolonged as the valve was withdrawn from the patient and a new 34mm transcatheter bioprosthetic valve was implanted. According to the physician, the calcification contributed to the infold. No additional adverse patient effects were reported. Additional information was received which reported the procedure was prolonged approximately 10 minutes. There were no adverse patient affects as a result of the procedural delay of 10 minutes.